Event description:
It was reported that there was a connection issue with a new left ventricular (lv) lead and implantable cardioverter defibrillator (ICD). As a result, the ICD was explanted and replaced. The patient is a participant in the panorama 2 clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.